Event description:
A delivery issue was reported with the adc device. A customer initially reported receiving a ¿sensor ended¿ error message on the sensor and a replacement device were ordered. The customer called back to report that their replacement device was not received, therefore, was unable to monitor their glucose. The customer became hyperglycemic with symptoms described as "no power, hungry", and dizziness however, the customer was able to self-treat with 10 units of tresiba insulin injection. The customer then had contact with a healthcare provider who administered an unspecified dose of insulin for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection has been performed on the returned applicator and sensor; no issues were observed. The applicator has been fired correctly. The sensor plug is properly seated. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing was performed and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery issue was reported with the adc device. A customer initially reported receiving a ¿sensor ended¿ error message on the sensor and a replacement device were ordered. The customer called back to report that their replacement device was not received, therefore, was unable to monitor their glucose. The customer became hyperglycemic with symptoms described as "no power, hungry", and dizziness however, the customer was able to self-treat with 10 units of tresiba insulin injection. The customer then had contact with a healthcare provider who administered an unspecified dose of insulin for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
A delivery issue was reported with the adc device. A customer initially reported receiving a ¿sensor ended¿ error message on the sensor and a replacement device were ordered. The customer called back to report that their replacement device was not received, therefore, was unable to monitor their glucose. The customer became hyperglycemic with symptoms described as "no power, hungry", and dizziness however, the customer was able to self-treat with 10 units of tresiba insulin injection. The customer then had contact with a healthcare provider who administered an unspecified dose of insulin for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. The exact date of event is unknown. The date entered is per the customer's report of "(B)(6) 2022." All pertinent information available to abbott diabetes care has been submitted.